Event description:
It was reported that the patient received low glucose alerts during sleep from a dexcom g7 integrated with the ilet system, which prompted ems to respond after a remote monitoring alarm to the patient¿s caregiver; ems treated the patient for hypoglycemia, and subsequent pump/cgm readings trended to the 170's with the episode lasting about 30 minutes and the lowest cgm value at 39, with no recent illness, medication changes, or device handling errors reported. Symptoms included hypoglycemia. Outcomes included no lasting health consequences, though an unexpected medical intervention with medication by ems occurred. Investigation included communications with the patient and analysis of information provided by the user and third party. Investigation of this case revealed no findings due to insufficient information, and no device component could be identified as implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.